Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. Subsequently. It was reported that a cartridge alarm (alarm 1) occurred during bolus delivery. Reportedly, pump supplies were changed to address the issue and insulin delivery was resumed. Customer's blood glucose was 212 mg/dl.